Manufacturer narrative:
Received two (2) used 14687-15 primary plum sets for inspection. Each cassette was observed to be deformed. There were no blush marks or damages observed. The sets were leak-tested per product specifications. There was leakage from the weld on the first sample and leakage from the flow regulator on the second sample. The reported complaint of leakage can be confirmed. The probable cause of the leakage is due to the warped cassette. The probable cause of the warpage is due to excessive heat during transportation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/5/2023.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined. E1: (B)(6).

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch generated a leakage on blue clave during an infusion. However, the name of the solution used is unknown. There was no other physical defect noted on the product. There was no drug exposure or impact to the patient or healthcare provider. The spill was cleaned per facility protocol, and a spill kit was used. There was no patient harm reported. This is event two of two.